Event description:
The lay user/patient contacted lifescan (lfs) customer service in 2009 alleging that he took too much insulin after forgetting to code his onetouch ultra2 meter and then reportedly developed hypoglycemia. The medical surveillance specialist (mss) spoke with the patient on 10/22/2009 and obtained the following information: nine days prior to contact to lifescan, approximately at 5:30 pm, the patient obtained a "115 mg/dl" on the subject meter, which was a typical reading for him. He then took 20 units of novolog according to his meter reading and what he was going to eat for dinner. He mentioned that if his meter read below 100 mg/dl, he would have taken less insulin. He claimed at 7 pm, which was 1.5 hours after taking the insulin he started to feel hypoglycemic with symptoms of nausea, lightheadedness, and flu-like symptoms. The patient tested his blood glucose levels with the subject meter and got "52 mg/dl". He then administered self-treatment with orange juice and felt better afterwards. After the reported incident, the patient realized that he has forgotten to code his meter according to his test strips. He admitted that because he did not code his meter when he obtained the "115 mg/dl" that it was possible that he had obtained an inaccurate meter result and that he then took the inappropriate amount of insulin. He also felt that he may not have eaten enough carbohydrates during his dinner to "cover" for the 20 units of novolog he had taken. During the call with customer service, he suggested that lfs make a meter that does not require coding. There was no evidence that the product malfunctioned since the meter was miscoded. However, this complaint is being reported because the patient allegedly took too much insulin after obtaining an alleged inaccurate high meter reading and the reportedly became hypoglycemic. Replacement products were sent to the patient.

Manufacturer narrative:
Lifescan (lfs) has requested return of the suspect product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.